Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the previous device check of this patient's pacemaker, the needle showed that the device was close to elective replacement indicator (eri). Upon the recent device interrogation, the device had now reached end of life (eol) and the patient felt shortness of breath. There was no further information provided. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the previous device check of this patient's pacemaker, the needle showed that the device was close to elective replacement indicator (eri). Upon the recent device interrogation, the device had now reached end of life (eol) and the patient felt shortness of breath. There was no further information provided. The device remains in service. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was returned. This pacemaker was explanted. No additional adverse patient effects were reported.